Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot#: va16d8c, implanted: (B)(6) 2016, product type: lead. Other relevant device(s) are: product ID: 3889-28, serial/lot #: (B)(4), ubd: 22-apr-2020, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that the caller walked the patient through entering MRI mode over the phone and the  patient reported to caller that they were full body eligible. The caller was not with the patient. The caller was redirected to have patient follow-up with hcp to confirm MRI mode programming as device registration showed a partially implanted lead which would should show that MRI eligibility cannot be determined, not full body eligible. Technical services  reviewed that caller could also contact hcp for further information regarding MRI eligibility and if the partial lead remains implanted. Technical services reviewed imaging could be done as well to confirm is abandoned lead component remains in place. It was noted that technical services marked this call for review as it appears MRI mode information was programmed incorrectly. There were no patient complications reported as a result of this event. Additional information was received from a healthcare professional (hcp). The hcp reported that the cause of the contradicting MRI eligibility was determined. The issue had been resolved. The healthcare professional (hcp) clarified that the patient did have a partial lead implanted. The cause was that the lead broke during removal. There was no planned surgery to remove the abandoned device.